Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details the reported condition of the device overheating or causing a blade to heat up could not be duplicated. Service will complete any necessary preventative maintenance, and the product will be returned to the customer.

Event description:
It was reported that a customer received a burn from a blade attached to a cast cutter during a cast demonstration. The burn was one half of an inch to the top layer of the skin. A cool cloth was held on the burn, which has since healed without any treatment. The demo was completed with a back up cast cutter.